Manufacturer narrative:
Per the instructions for use (IFU), permanent or transient neurological events such as transient ischemic attack (tia) and stroke are known potential adverse events associated with the overall transcatheter valve replacement (tvr) procedure and the use of the edwards transcatheter heart valve (thv) devices. According to the literature review, and as documented in a clinical technical summary written by ew, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing thv. Risk factors correlating with several patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during thv are undoubtedly multifactorial, the dominant etiology likely being intra procedure embolic events. A transcranial doppler study during thv demonstrated that most procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no significant differences in the frequency of late strokes between thv and avr patients. After thv, there appears to be a more considerable proportion of early strokes occurring < 24 h post-procedure, but thv patients with multiple co-morbidities are probably at higher risk of both early and late strokes. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The root cause of the event remains indeterminable but was likely impacted by the mechanisms noted above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
Edwards received notification from patient support. As reported, patient support center (pcs) received a call from a patient with a medical history, including prior stroke, cataract surgery, and current use of eliquis. The patient underwent tavr with implantation of the sapien 3 ultra resilia valve. The patient reported flashing lights in the peripheral vision upon waking from anesthesia and severe, ongoing diarrhea. The patient continues to experience both symptoms and expressed concern about significant weight loss. The patient's pre-tavr weight was 174 lbs; by the time of the pcp post op visit, the patient had dropped into the 130s. The patient estimates the current weight to be approximately 140 lbs and describes themselves as frail. 1 year and 1 month post tavr, the patient contacted the implanting physician, who recommended imodium, but the patient reported no relief. The pcp, ordered stool and blood tests, which returned normal results. The patient also consulted a retinal specialist, who explained that the visual symptoms ''seem like an ischemic event.'' The patient is scheduled for a colonoscopy in the future. The patient would like to speak with one of our physicians, as feels that they are not getting answers. The patient would like to understand whether these symptoms are known post-tavr complications or unique to the patient. The patient did not make any allegations to the edwards device. An edwards physician called the patient. It was stated that visual changes while unusual, it is a known complication of retinal ischemia embolization after tavr. In regards to the report of diarrhea, since the tavr, there are many possible causes and without more information, we cannot postulate causes. It was encouraged to follow up with the patient's physicians so they can provide a diagnose and treatment plan.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. Updated b7.